Manufacturer narrative:
(B)(4). Device evaluation: the product was returned for evaluation. Customer report of restricted opening, commissural fusion and high gradients was visually confirmed due to host tissue and stenosis. Report of thickened leaflet was not confirmed. X-ray demonstrated wireform intact. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6 mm on leaflets 1 and 2 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 1.5 mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was heavy at the inflow and outflow aspect. Host tissue at the inflow aspect created a ring around the circumference of the leaflets. Host tissue restricted leaflet mobility and led to stenosis. Serrated markings were observed on leaflets 1 and 2 near commissure 2. The sewing ring was cut around leaflets 1 and 3. The wireform was exposed near leaflets 1 and 3 at the inflow aspect, and on commissure 2 and near leaflet 2 at the outflow aspect. Manufacturing records were reviewed and no non- conformities were recorded that would have contributed to this event. No manufacturing deficiency was identified. There can be several root causes of leaflet immobility or leaflet restriction. There may be cases where the leaflet or leaflets are not functioning as intended leading to regurgitation. Depending on the severity of the leaflet immobility/leaflet restriction, it may not require intervention or it may require intervention. A definite root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this aortic valve had thickened leaflet with restricted opening and commissural fusion leading to high gradients (peak 80 mmhg, mean 49 mmhg) and mild regurgitation approximately five (5) years and four (4) months after implant. As reported, patient was (B)(6) at the time of the implant and indication for original surgery was severe aortic stenosis. Post-operative echo performed 11 days after surgery showed good gradients (peak 27 mmhg). Patient was noted to be hospitalized in stable condition. It was reported that the valve has been explanted.